Manufacturer narrative:
The sample is unavailable for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event reported is a plum set with contaminant in infusion tubing. No additional information has been provided.